Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the fse replaced the batteries then completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.